Event description:
Spontaneous communication from the patient's nurse, barbara dickenson. Per the patient's nurse, they received a new pump in november for the patient but they have been having issues with the pump. Per the patient's nurse, the pump reads a lot of error messages that there is air in the line. The patient's nurse tried to reset the pump after making sure there was no air in the line and the pump will start working but then has the same error come up again. The patient's nurse is requesting a new pump to be sent. It is unknown if this has resulted in any adverse events or missed doses. It is unknown if the pump is available for return. No further information. Reported to (B)(6)/caremark by: health professional.